Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported the transmitter and insulin pump are not communicating. The customer reported blood glucose was 52 mg/d. The customer treated with milk, cereal and orange juice. The customer had no symptoms. The most current blood glucose level was 384 mg/dl. The customer declined troubleshooting for the low blood glucose and high blood glucose adverse reaction. The customer did troubleshoot for carelink. The insulin pump will not be returned for analysis.